Event description:
During an unrelated procedure, a high defibrillation impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.